Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to connector from the therapy connector assembly which was found to be unlatched and partially connected to the mating therapy pcb connector. After securely latching connector to the therapy pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
Paramedics attempted to use the device to administer a shock to a patient diagnosed in cardiac arrest. The device operator reported that the device failed to shock the patient. An AED was immediately available and used to administer a shock to the patient. The patient was resuscitated. There were no adverse affects to the patient reported as a result of device use.